Event description:
It was reported that, post implant, the patient was in asystole. The implantable pulse generator (ipg) was experiencing inappropriate pacing. The ipg was explanted and replaced. After the change of the ipg, there was no longer asystole. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.